Event description:
The account alleged that when the brake is set, the brake caster will not roll, but will rotate around. Ni pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.